Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The MFR received a phone call from the perfusionist asking for return info on an explanted new inflow valve conduit. The perfusionist stated that the pt had been taken to the o.r for exploration of the pump pocket due to serous/serousanguinous drainage coming from the driveline site. The vad coordinator stated that the pt had several negative echo's performed on the pump pocket and driveline area as well as a negative CT scan that showed no fluid in the pocket. According to the perfusionist, the pt was taken to the o.r for a thoracotomy and pump pocket exploration. Upon visualization, it was noted that the suture holding the upper and lower bell housings together was no longer present. They also noted that there was bleeding coming from the backside of the inflow valve conduit. The valve was then exchanged for a new inflow valve. The perfusionist stated that the pt later expired due to severe pulmonary edema.